Event description:
Telemetry confirmed a critical alarm was occurring. Safe state and reset occurred (B)(6) 2014 @1805. The patient fell directly on the pump yesterday, (B)(6) 2014 and then began hearing a critical alarm. The patient also began experiencing symptoms starting last night, (B)(6) 2014. Per the healthcare provider (hcp) at the last refill 2 weeks ago the eri was 23 months. No concentration dose/drug changes were made since then. Now the eri was showing less than 1 month. The calibration constant was compared and was still 117. The ER (emergency room) physician was concerned the pump would ¿dump¿ the drug so he wanted the drug removed from the reservoir. The physician also called in a prescription for pain meds prn for the patient. The hcp programmed the pump to minimum rate mode and silenced the active pump alarms. The patients follow-up hcp would take over patient¿s care tomorrow, (B)(6) 2014. The patient was seen on (B)(6) 2014 at the clinic. The hcp accessed the pump and withdrew the drug and then put it back in (round 33 ml). The logs show the pump was updated at 12:41 on (B)(6) 2014. Just before updating the pump the hcp received a prompt saying to call the manufacturer. It was a long command. The hcp could not exit out of the screen so they turned the programmer off and then back on. Hcp was able to update the pump successfully today. On (B)(4) 2014 - pump was updated to change critical alarm from 1:00 to 00:10. The eri is showing: -(B)(6) 2014 eri was 23 months. (Drug dose and conc. Same ) -(B)(6) 2014 eri: less and 1 month. -(B)(6) 2014 eri: 81 months (pump at min rate). -(B)(6) 2013 eri: 81 months (after updating the pump to 19.096 mg/day, same dose the patient was on before.) Per the reporter the patient falling on the pump caused a hard reset (por-a) which reset the eri counter. The hcp would need to closely monitor the pump eri/eos manually. The reporter also stated the patient stated they were ¿sore¿ in the pump pocket location and it was bruised where the patient had fell on the pump. The pump was used to deliver hydromorphone and bupivacaine. Patient outcome was not reported. Further follow-up was being conducted. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8840, lot# serial# unknown, product type: programmer, physician. (B)(4).

Event description:
The event was reported to be a ¿non-issue¿; the pump was determined to be working appropriately. The patient recovered without permanent impairment.